Manufacturer narrative:
Additional 510(k)# that also applies to this complaint: k133317. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a lesion in the p1 segment of the posterior cerebral artery (pca) using a penumbra system jetd kit. It was noted that the patient¿s anatomy was very tortuous and with very thin arteries. During the procedure, while advancing the penumbra system jetd reperfusion catheter (jetd) through a neuron max 6f 088 long sheath (neuron max), the physician experienced resistance and was unable to track the jetd through the non-dominant vertebral artery due to the tortuosity of the vessel. Therefore, the jetd was removed. The procedure was completed using a new jetd and the same neuron max. It is unknown if there was any adverse effect to the patient.